Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1028990 , test base part number 190-430 / lot 1028990. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit1028990 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. MFR report reference: 1221359-2021-02012.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR report reference: 1221359-2021-02012.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab. Repeat testing was performed and generated negative result. On the same day confirmation testing on nasopharyngeal swab in viral transport medium (platform genexpert) generated negative result. No additional patient information, including treatment and outcome, was provided.